Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The remote service engineer (rse) inspected the system remotely and identified that the system had start up issue. The remote service engineer (rse) communicated with the customer to reboot the system. After which the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the system stuck at 00:00. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.